Event description:
This was a left-sided lead extraction procedure to remove one dual-coil rv ICD lead due to bacteremia. A 14f laser sheath was used to extract the lead. Upon extraction of the lead, the patient's blood pressure dropped and an effusion was recognized on fluoroscopy. A sternotomy was performed and an injury at the svc/ra junction was discovered and repaired. The patient survived the intervention.